Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007, patient underwent a pelvic repair procedure with a bard/davol flat mesh used. On (B)(6) 2010, patient underwent a pelvic repair procedure with a non-bard/non-davol mesh used. The attorney alleges the patient suffered pain, pain and suffering, and disability.